Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal event. The patient received appropriate therapy for ventricular tachycardia (vt) episodes. The right ventricular (rv) lead exhibited occasional r-wave undersensing during arrhythmia. It was noted that the device was functioning as programmed and the lead remains in use. No further patient complications have been reported as a result of this event.